Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be changed multiple times with it being set to "medium" on (B)(6) 2024. All cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-02 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 8:58pm. No instances of bg-run mode or manual bg entries were logged between (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a prolonged period of hyperglycemia starting at 1:42am on the morning of (B)(6) 2024 and continuing through (B)(6) 2024. Th cgm glucose remains in the high 200s for most of the day before going above 300 mg/dl by 3:27pm and remaining for several hours. Peak cgm glucose reading is 401 mg/dl. The ilet dosed insulin appropriately in response to the cgm glucose throughout the event. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered high glucose alerts and as well as cartridge remaining volume alerts. When a cartridge change operation was not completed for at least 30 minutes, the ilet triggered an "incomplete cartridge load" alert. While there was still insulin remaining in the cartridge, the ilet was seen making insulin requests every 5-10 minutes unless it received cgm glucose readings that were decreasing at a rate of at least 2mg/dl per minute. Once the cartridge change was completed, the ilet immediately began requesting insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable causes of this event include infusion site failure per the user report as well as failure to follow the ketone action plan which resulted in prolonged hyperglycemia subsequent dka. The cds met with hcp and patient to discuss events and provide re-education.

Event description:
On 3/4/24 an ilet user reported they went to the emergency room (ER) due to mild diabetic ketoacidosis (dka). The user reported the event occurred on 3/2/24. On 3/2/24 the user had previously contacted beta bionics customer care about experiencing high bg. At this time the user's bg was reported to be 348 mg/dl. The customer care agent advised the user to change out their infusion set. During the change the user discovered that the infusion set cannula was kinked. The user completed the infusion set change. The user was using a convatec inset (23", 6mm) infusion set. The user also reported experiencing cotton mouth and feeling a little dizzy. The user reported their bg rose to around 500 mg/dl and went to the ER. The user reported they vomited and still felt dizzy when they arrived at the ER. The user received IV therapy along with insulin injections. The user was released in the early hours of (B)(6) 2024 and reconnected to the ilet. The user did not test for ketones before being admitted to the ER.